Manufacturer narrative:
The device has not yet been returned to factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopies vein harvesting procedure, vasoview hemopro 2 cautery worked intermittently and power supply made weird noises. Large branches were not sealed, which created excess bleeding in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use were observed. Significant amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. The device was evaluated for electrical function. The device failed a pre-cautery test; it was observed that the heating element did not turn orange for one activation out of 4 attempts; however a small orange glow was observed near the base of the heater wire. Smoke was produced and warmth was felt immediately below the jaws through the plastic shaft. Based on the results of the evaluation, the reported complaint was confirmed for the reported failure mode "failure to cauterize" and "intermittent activation." (B)(4).